Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.